Event description:
It was reported that the unit is overheating. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the unit is overheating. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was incorrectly reported that the unit was overheating. Upon completion of the investigation it was found that the unit was not functioning due to a damaged pc board. A damaged pc board can result in the device alarming and/or no longer able to heat. A nonfunctioning unit would cause the device to not deliver water according to temperature setting. An alternative device could be used for temperature therapy. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.